Event description:
It was reported that during the initial implant procedure the patients left ventricular (lv) lead had become dislodged during the sheath removal. The lead was cut and capped and then eventually replaced with a new lv lead at a later date. At the time of the lv lead replacement surgery the physician accidentally cut the right atrial (ra) lead while opening the pocket. Due to the cut in the lead insulation the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).